Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and carbohydrates were consumed to address the bg level. The customer thought that the low bg was due to possibly programming too large of a food bolus. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.